Event description:
It was reported the rear power cord compartment is broken. Button on left to open programmer frequently will not release. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the display latches release the display without any issue however a foreign substance was found inside latch. Analysis also found small amounts of corrosion on analyzer bay, upper case, and power supply. The display flex cable was found damaged however it was functional. Foreign substance found on the back of keyboard. System fan was intermittently noisy. Lower case and upper hinge plate are scuffed up. It is noted power cord door was missing. Concomitant product: 229047 analyzer. (B)(4).